Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a turbinoplasty procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the suture. The surgeon had the needle in his hand and the needle was discarded. The suture was removed and the procedure was completed successfully with another like device. There were no adverse patient consequences. No additional information was provided.